Event description:
Customer stated that cell-dyn 4000 generated erratic cbc results. The sample was repeated in dupplicate. The initial erractic results were not reported. Initial results were: wbc=8,080/ul, rbc=6.49x10e6/ul, hgb=18.6 g/dl, hct=60.3%, plt(I)=308,000/ul, plt(o)=377,000/ul. Repeat #1: wbc=25,800/ul, rbc=2.96x10e6/ul, hgb=8.70 g/dl, hct=27.1%, plt (I)=1,140,000/ul, plt(o)=1,080,000/ul. Repeat #2: wbc=25,700/ul, rbc=2.91x10e6/ul, hgb=8.73 g/dl, hct=26.5%, plt(I)=1,080,000/ul, plt(o)=1,050,000/ul. There was no impact to patient management reported.